Event description:
(B)(4).

Manufacturer narrative:
On 08 september 2015 we received back the implants. On 18 september 2015 they were visually inspected by the r&d project manager: observing the femoral stem some scratches can be noted, probably caused by the removal phase. Observing the femoral head no particular sign can be noted. It is not possible from the inspection of the implants determine the root cause of the event. On 24 september 2015 it was prepared a final report with the information already submitted in the initial report and here above. On the same day the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 23 july 2015 we received new information on the case: the patient was revised 2 months after primary surgery due to cement problems. During primary surgery ((B)(6) 2015) the medical staff had not the right instruments in order to perform a retrograde cementation (syringe connector too short), the cement remained only on the surface area, it was confirmed also with the post-op x-rays analysis performed on (B)(6) 2015, the cement was not uniform. The patient started to walk too early involving to stem sink. On (B)(6) 2015 the patient was revised with an amistem-c size 7 with 2 doses of cement performed as retrograde cementation. The stem was explanted without any problem but the surgery was difficult because the patient was very muscular. The surgery was performed with a spinal anesthesia given that the patient could not have a general anesthesia. On 24 july 2015 we received x-rays analyzed by (B)(4) on the same date, with the following comments: this problem is reportedly due to difficulties in the cementation process. The cement is hardly visible in the xrays supplied and the heavy patient got a significant sinking of the femoral stem few days after operation, presumably in concomitance with load application. The root cause for failure is apparently insufficient cement in the femoral canal for this kind of stem. I have no specific comment on the revision x-ray. It may be expected that the problem was solved as the quantity of cement appears to be more appropriate. Batch review performed on 24 august 2015: lot 145441: (B)(4) items manufactured and released on 15 october 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported issue.

Manufacturer narrative:
We have not been able to get add'l info, up to now. On (B)(6), 2015, it was confirmed that the revision was performed on amistem c standard size 6 and new details will be received soon.